Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up with a blood glucose level of 400 mg/dl. She could not get her blood glucose level to go down. She was giving herself little increments with a pen. The insulin pump alarmed no delivery, possibly due to an issue with the infusion set. The customer had issues with the infusion sets and reservoirs. The device was not returned.